Event description:
It was reported that during surgery it was found that the lag screw drill was very difficult to drill. Post op x-ray showed the distal locking screw was not in the screw hole. The patient was revised immediately.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.